Manufacturer narrative:
Patient information requested, not available due to hospital policy. Explanted date: device was not explanted. Initial reporter: occupation: ir manager. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings. The complaint can be confirmed for the post deployment bleeding as alleged. An exact root cause for the issue was unable to be determined but could be related to improper positioning or incomplete tamping of the collagen sponge. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that physician deployed a 6fr angio-seal device after performing post-procedure angio to confirm placement location was acceptable. This was a peripheral intervention. Physician reports device deployed as expected and as per usual. After tamping down the collagen per instructions for use (IFU) and cutting device free there was a gush of blood as if the angio-seal had never been deployed. Physician held pressure and upon hemostasis being achieved sent to post care. No post procedure issues were reported with the patient. No issues, patient is stable with no post follow up needed. Hemostasis achieved and no issues in post care. The blood loss was less than 250cc's. The event occurred post-treatment. The blood loss amount was less than 250cc's. The patient was not injured during the event and medical or surgical intervention was not required.